Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective prism. In addition, our technician confirmed that the operation channel (primary) buckled, and the insertion flexible tube cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.